Manufacturer narrative:
Although requested, no pt information was provided.

Event description:
During pt use, suddenly "switched to backup battery" occurred when ac cable was connected. Replacing the power pac battery resolved the issue. The pt was ambu bagged and switched to another ventilator. No permanent injury was reported in this case.